Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Piece of tampon came off in vagina [foreign body in reproductive tract]. Piece of tampon came off [device breakage]. Piece of tampon came off in vagina upon removal [complication of device removal]. Consumer e-mail stated a piece of the tampon came off. No serious injury was reported.